Event description:
It was reported that the biomed has a arctic sun device that would not drain the pads or fill the reservoir. Arctic sun device has a weak circulation pump since it has 4921 hours it would be coming in for the 2000 hour preventive maintenance service. Per communication with ess and customer on (B)(6)2023 per work order, the customer has agreed to estimate and would be sending device in for evaluation or repair. Ess has sent out a packaging kit for device to be returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. The did not meet specifications and was influenced by the reported failure. It is unknown if the device was in use on a device patient. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore labeling review was not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the biomed has a arctic sun device that would not drain the pads or fill the reservoir. Arctic sun device has a weak circulation pump since it has 4921 hours it would be coming in for the 2000 hour preventive maintenance service. Per communication with ess and customer on 17jan2023 per work order, the customer has agreed to estimate and would be sending device in for evaluation or repair. Ess has sent out a packaging kit for device to be returned. Per sample evaluation results received on 22feb2023, it was reported that the root cause of the reported issue was due to a weak circulation pump. It was stated that the neutral side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. It was also stated that double bend tube found expanded during servicing. It was noted that tank seals found degraded and torn. It was also noted that the double bend tube and tank seals were replaced. The power inlet module and ac main voltage circuit card were preventatively replaced.